Event description:
Graft inserted for hemodialysis. The graft was to be declotted in order to begin use but it was found to be infected. It was removed. The graft had disintegrated. Pt was given vancomycin. Dr was unable to test device because "there was not enough gortex left to do an investigation". Because of this infection pt's arm will not be used for add'l grafts. Their thigh has now been used. Dr said they had never seen anything like this before.